Event description:
It was reported that the head of the probe unit broke off inside the pt and caused a 90 minute delay.

Manufacturer narrative:
Additional info will be provided once the investigation has been completed.